Manufacturer narrative:
Onsite functional and visual examination was performed by a manufacturer representative. The power enclosure converter was replaced and the issue was resolved. The system passed a system checkout and was returned to an operational condition. Other relevant device(s) are: product ID: b i71000860, serial/lot #: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used outside of a procedure. It was reported that during and installation the system suddenly stopped moving. There was no reaction from the motors while pressing the handle bar.